Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient's daughter indicating that they had the recharging system and patient told her that it was plugged in and didn't charge the recharger yesterday. Caller checked and said that the connector pin is a little wobbly when it sits in the recharger and all they saw the on screen was a picture of empty ins recharger (insr) battery and it was not blinking.

Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that patient had difficulty charging the recharger and the screen was blank. It was reported that the recharger was acting funny at first and then it quit working because it would not charge from the wall and the screen was blank. At the time of the report, the caller confirmed that the power supply/desktop charger light was on and the connector pin looked fine. The caller did not have the tools to perform a recharger reset at the time of the call. No out of box failure was reported. There was no reported medical/therapy problems related to the small part components product. No patient symptoms were reported. A replacement recharger was sent to the patient. Additional information received from the patient on august 1st, 2018 indicating that they had received a new insr. The patient's ins was at 50% and it took them 3 hours to charge it to 100%. Caller stated that it usually does not take that long. It was noted that they usually charge when the ins is at 75% and it takes one hour. Troubleshooting could not be done at the time of the report due to lack of access to product. It was reviewed for the caller to keep an eye on the recharging and if they feel there was an issue, they should contact the health care professional (hcp) or call the manufacturer again for further assistance. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.